Event description:
The lay user/patient contacted lifescan alleging the meter displays an unknown error message. The reporter was unable to recall the error number displayed. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
During a total disc replacement at l5-s1, surgeon experienced difficulty inserting the polyethylene inlay into the inferior endplate. The surgeon discarded the first polyethylene inlay and with difficulty inserted a second polyethylene inlay into the inferior endplate. The entire construct was removed and re-assembled. The inlay was manually forced into the inferior endplate. Surgeon was satisfied with rigidity and double checked the construct and completed the procedure. Surgery was delayed approx 1 1/2 hours. This is the 3rd of 3 reports submitted on this event.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.